Event description:
Fracture found in a dwelling peripherally inserted central catheter patient presented to (B)(6) emergency department on (B)(6) 2025 reporting catheter leaking when flushing and administering medication. Patient required catheter for infusion of antibiotics at home. Catheter dressing, removed site, moist and mark of 5 cm of catheter at the insertion site. Catheter gently retracted during removal a fracture/slit was identified in catheter at 9 cm mark. These place patient at risk of intervenous medication extravasation, infection, fragment catheter parts, broken off into circulatory system. Patient reported catheter was placed at a (B)(6). 4 fr, bard, 5ml/sec max, 18 ga, check blood return and flush, black dots/numbers every cm along catheter length terminating at 45 followed by 1 dot.